Event description:
It was reported that during patient use, when the ventilator peak end expiratory pressure (peep) was set to 3 cm., the baseline pressure value became 0 or 1 cm. The circuit was replaced with the same result. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported failure was confirmed. The device error message would not clear for the peep function. The error would not clear even after correct values were set. A maintenance check was performed. The unit under test (uut) failed calibration and stopped running during calibration. The diagram was worn (did not have as much elasticity when compared to others). The bearings did not rotate smoothly, and grease was found on the outside of the bearings.